Event description:
The customer contact reported inadvertent delivery due to syringe manipulation. At 1200, the pump was programmed to deliver dilaudid 0.4mg/ml in the pca only mode "at a rate of 0.2mg/hr," with a "4" minute patient lockout, and "a dose limit of 3mg." No further programming parameters were provided. At 1430, the nurse noted the patient's "affect had changed considerably." At this time, it was reported that the display indicated 0.8mg had been delivered; however, the syringe indicated 4ml had been delivered instead of the expected 2ml. The delivery was stopped. The physician was notified. The pump was removed from clinical service. Therapy was "held until later in the evening" when it was resumed using a replacement pump. No medical interventions were required. There was no reported adverse patient sequelae. The customer contact stated the event, "was due to a user error when manipulating the syringes." During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the event was the result of an operator error. The device passed testing at the user facility.